Event description:
It was initially reported that the patient had high impedance. The patient had a generator replacement only. It was reported there was no device issue and the high impedance was likely caused by scar tissue. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the generator will not be returned to the manufacturer for evaluation. The company representative does not have it for return and the hospital does not have it either.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances were found either the generator and lead prior to distribution.

Event description:
Additional information was received that the patient had a battery life calculation last year and then was lost to follow-up. It was believed by the physician that the generator was at end of service and that was the reason for the high impedance. The patient had a generator replacement and is doing fine now. Review of manufacturing records confirmed there were no unresolved non conformances were found either the generator and lead prior to distribution. Good faith attempt for product return have been unsuccessful to date.